Event description:
Pt's meter was reading inaccurately erratic. Results were 180 mg/dl and then 130 mg/dl within 10 minutes. They tested just as they were leaving for a doctor appointment. When they arrived at the doctor they were barely able to walk. The doctor tested their blood sugar level and they were at 60 mg/dl. They were given 5 glucose tablets and their result was still 60 so they were given juice and crackers. The meter has been replaced for the customer. No further info was reported.